Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided. They both show a needle assembly with no plastic shield. The plastic hub has a crack. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it, after that the plastic shield is assembled. In this case it may have happened that when the plastic shield was assembled the part was not fully centered inducing this damage to the plastic hub. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 6146822 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: it may have happened during nip line assembly. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle ns 30ga 1/2in bns yel hub tw experienced needle hub hole/cracked/damaged which was noted during use. The following information was provided by the initial reporter: the yellow cannula holder shows a crack.